Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with unspecified symptoms of worsening right and left heart failure and acute renal failure. The patient reportedly has been non-compliant with warfarin anticoagulation therapy and did not administer lovenox with sub-therapeutic inr values as instructed. The system controller history record showed multiple pump power elevations over the prior two weeks that were associated with pulsatility index (pi) events. The patient¿s lactate dehydrogenase (ldh) was trending between 265 u/l to 449 u/l and the inr was trending between 1.4 and 3.2 with a goal of 2.0 - 2.5. The patient has been on chronic milrinone therapy at 0.25 mcg/kg/min which was titrated up to 0.5 mcg/kg/min, and the lvad set speed was decreased from 9600 to 9400 rpm. The system controller log file was submitted to the manufacturer¿s technical services for evaluation. The log file contained about 28 days of history, during which no atypical events were recorded. Several elevations in pump power were noted but all were found to be associated with pi events and not indicative of lvad equipment related issues.

Manufacturer narrative:
Corrected information. The serial number was incorrectly provided in the initial report. The patient was supported by lvad (B)(4). (B)(4). A correlation between the lvad system and the reported event could not be conclusively determined through this evaluation. A full evaluation of the device could not be conducted as the device was not explanted. Evaluation of the submitted log file revealed no atypical alarms and did not suggest any device related issues. Pump power elevations were recorded during pi events throughout the log file, however, the lvad system remained operating above the low speed limit and the lvad system appeared to operate as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted from (B)(6) 2017 to (B)(6) 2016. It was reported that the patient had acute on chronic biventricular heart failure. An echocardiogram (B)(6) 2016 revealed severe right ventricle (rv) dysfunction. On an unspecified date, the patient¿s ICD was deactivated for shock therapies. The patient also experienced cardiorenal syndrome, and continued on IV milrinone. Due to cardiorenal syndrome the patient was on continuous renal replacement therapy (crrt) from (B)(6) 2017 to (B)(6) 2016, when renal function improved and the patient was able to transition to oral diuretics. Volume overload improved, but was still elevated on the day of discharge. Due to rv failure diuresis was limited. The patient was to continue on torsemide and sildenafil. Interrogation of the system controller history was reportedly ¿ok.¿ there were no elevations in pump power and the patient¿s lactate dehydrogenase (ldh) remained stable. It was reported that the patient had fungemia candida glabrata from the PICC line tip. A transesophageal echocardiogram (tee) revealed no vegetation. Blood cultures on (B)(6) 2017 were negative, but the patient was continued on antibiotics. The patient had chronic atrial fibrillation/flutter refractory to amiodarone. It was reported that the patient had possible lung toxicity due to amiodarone. The patient had prior av nodal ablation. It was reported that the patient also gastrointestinal (gi) bleeding that had not been reported to the manufacturer. The patient subsequently expired on (B)(6) 2016. No additional information was provided.